Event description:
The customer reported falsely depressed sodium (na) results for three patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) initial na = 118mmol/l / repeated = 139mmol/l; on (B)(6) 2019 sid (B)(6) initial na=120 / 133mmol/l; sid (B)(6)= 119 / 127mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The original submission in section b. Adverse event description, 5. Stated falsely elevated sodium when it should be falsely depressed sodium results. Correction to the device code in h6 from incorrect 2457 to correct 2458.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) lubricated the ict aspiration pump (pump, ict aspiration, 16 (rohs), part number 7-202555-02) which resolved the issue. A review of the architect c16000, serial number (B)(6) service history revealed no additional erratic or discrepant patient results reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the architect c16000 systems found no systemic issues or trends for the erratic/discrepant results associated with this ticket. A review of historical data for the part (7-202555-02) revealed no trends or systemic issues. The architect system operations manual and the architect c16000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, lubricating the ict aspiration pump. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6) or the pump, ict aspiration, 16 (rohs), part number 7-202555-02.

Manufacturer narrative:
Patient information: patient identifier- multiple = (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium (na) results for three patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) initial na = 118mmol/l / repeated = 139mmol/l; on (B)(6) 2019 sid (B)(6) initial na=120 / 133mmol/l; sid (B)(6) = 119 / 127mmol/l. There was no reported impact to patient management.